Event description:
It was reported that during reprocessing a mega suturecut needle driver instrument, frayed cables were found at the distal end and one of the cables came off the track. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip cable frayed at the distal idler pulley. Frayed strands stuck out at the instrument's wrist. Additionally, the same grip cable was derailed at the distal idler pulley. The grips could still open and close, but movement may not have been precise. The cable derailment was likely due to the cable losing contact with pulley during wrist articulation. The fleet angle between proximal and distal pulleys may have contributed to the derailment. Failure analysis investigation also found the following damages to the instrument: an additional observation not reported was scratches on the surface of the pulley. The instrument was found with a frayed pitch cable at distal idler. No damage was found on the clevis. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.